Manufacturer narrative:
The reported events of fracture, failure to capture, and noise were not confirmed. As received, a complete lead was returned in one piece with helix in the extended position and clogged with blood and tissue. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination revealed no anomalies except for procedural damage.

Event description:
It was reported that loss of capture and noise were observed on right ventricular (rv) lead. As a result, the patient experienced syncope and arrhythmia. An rv lead fracture was suspected to be the cause of the event. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.